Event description:
It was reported that the ilet with g7 sensor was associated with fluctuating blood glucose of low 51 mg/dl and a high of 400 mg/dl, and that multiple consecutive meal announcements were used before a supply change, after which the user was advised that such use can maladapt the algorithm; fingerstick and ilet readings differed during the call. Customer care provided support that included troubleshooting, education on appropriate meal announcement use, and assignment for additional training. Investigation of this case revealed cause unclear, with user-reported behaviors likely contributing to algorithm maladaptation and glycemic variability, and no specific device component failure identified. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included automated alerts for urgent low soon and high glucose without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.